Event description:
Device 1 of 2. Reference MFR report number 1627487-2013-20116. It was reported the patient experienced a fall and since that time has felt a shocking sensation and stimulation in the thoracic region. The patient would like the sjm system replaced with a competitor's device. Follow-up revealed the original pain pattern was cervical to control the headaches and neck pain. The patient was never implanted for the thoracic area. The stimulation is no longer helping the pain. Surgical intervention is pending at a future date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.